Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock which left the patient with a sore chest and red mark on chest. It was undetermined if the shock was appropriate or not. Technical services (ts) assisted patient advocate with a patient-initiated interrogation (pii) and referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD) system. This was done prophylactically at the discretion of the physician. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock which left the patient with a sore chest and red mark on chest. It was undetermined if the shock was appropriate or not. Technical services (ts) assisted patient advocate with a patient-initiated interrogation (pii) and referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock which left the patient with a sore chest and red mark on chest. It was undetermined if the shock was appropriate or not. Technical services (ts) assisted patient advocate with a patient-initiated interrogation (pii) and referred the patient to the clinic. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD) system. This was done prophylactically at the discretion of the physician. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation. Later, this product was received by boston scientific and full analysis performed.